Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Connection issues were reported to the subject pacemaker. A device revision was performed one day post implant due to ventricular lead dislodgement. Reportedly, during the re-intervention the ventricular lead was repeatedly disconnected from the pacemaker, repositioned and reconnected to the pacemaker. Upon v lead reconnection, click sound was heard; however the lead came out of the port by pull test. V lead reconnection was again attempted several times, without success; and a significant amount of blood was observed in the ventricular port. A new pacemaker was implanted.